Manufacturer narrative:
The philips service engineer (se) noted that the front bezel was replaced. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator, following the preventative maintenance, had a navigation ring that was defective. There was no patient involvement when the issue occurred. No patient or user harm reported. Onsite service was requested. The customer was provided with a quote to repair the device, and to replace the front bezel. Investigation is ongoing.

Manufacturer narrative:
E1 reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6) . Reporter phone number: (B)(6).